Manufacturer narrative:
A lot number was not provided, therefore a review of the manufacturing records is not possible at this time. Davol has made multiple attempts to contact the patient to request additional information. To date no additional details have been provided. Based on the limited information provided, no conclusion can be made. Should additional information be obtained, a supplemental MDR will be provided. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol via maude event (mw 5069698): "I had an inguinal hernia repaired with a bard keyhole surgical mesh at the hospital. It was supposed to be an outpatient surgery. Due to pain, I was hospitalized for three days after the surgery. I have had continuing pain since the surgery at the surgical site and in my groin area. I have had three nerve block injections into the ilioinguinal nerve with minimal pain relief. It is a year later, and I take daily pain medication to lessen the pain from the surgery. The pain is so bad that I have trouble doing regular daily activities. I have reduced my work to part-time because of the pain.